Manufacturer narrative:
The contribution of the device to the reported event could not be determined as the device was not returned for evaluation. The root cause of the event could not be determined from the information available and without device evaluation. If the device becomes available for evaluation, a follow-up report will be submitted.

Event description:
It was reported that 10 times the same event occurred with the reported device as described in a previous case. It was reported that during an anterior cruciate ligament surgery one of the tensioning white sutures pulled through and the surgeon was not able to cinch the loop. The surgeon had to remove the graft and restart graft preparation. It was further reported that something of the device broke off. There was no harm for patient, operator or third party reported. The surgery was finished successfully with a new device with the same part number. It was not necessary to switch the surgical technique or do a second surgery. No further information about when the reported event occurred or about the surgery were provided.